Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The consumers mom states the lower brackets for the back of the chair are broken.